Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set with the luer adapter they need to move the tube in the holder or the tube will not fill. The following information was provided by the initial reporter: another issue we experience is that when the butterfly and the adaptor - when you put the tubes you have to move the tube in the holder to get it to fill or will not fill at all. Then you have to start over and draw the patient again. These issues could cause a needestick injury also. This has been an issue for the 6 months or more.

Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. Therefore, 30 retained samples from the bd inventory were visually inspected and functionally tested and no issues relating to unable to separate or difficult to operate were observed. Bd was unable to duplicate or confirm the customer¿s indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set the luer cap is hard to remove. The following information was provided by the initial reporter: the butterflies with the adaptors ref#367364 we have experienced problems with. One example is if we use the butterfly with the adaptor, and you want to use a syringe and the butterfly- the adaptor piece is on so tight you cannot remove it to attach the syringe. These issues could cause a needlestick injury also. This has been an issue for the 6 months or more.